Event description:
The customer called for help with his contour meter. While troubleshooting, he performed control tests and received results of 12 and 17 mg/dl. The normal control range was 98-136 mg/dl. No adverse events were alleged. The customer was advised to return his test strips and meter for evaluation. Replacement products were sent to the customer.